Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in unoriginal packaging. The lot number of the device could not be verified as there was no original packaging. A visual inspection was performed; there were no obvious signs of abnormalities or defects. Performed a functional inspection, the handle spins three hundred sixty degrees. The device history record manufacturing documents have been reviewed & found no abnormalities that would contribute to this issue. A two-year lot history review was conducted & found total of two (2) complaints for this lot number & failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care, use & monitoring of this device while being used. The IFU also gives specific direction as to carefully removing the vcare after use; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. For safe removal of the vcare device from the patient, follow instructions. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification from the facility of reported issues with three vcare medium (34mm) cup, # 60-60-85-201a, lot 202102221, recently experienced by sentara healthcare. Information received only indicated ¿used 3 vcare medium uterine manipulator. Balloon leaked on the first and second manipulator. The third was used for procedure, but the handpiece broke before the end of surgery. All 3 supplies had the same lot # 202102221¿. Additional information received notes the issue occurred during a laparoscopic hysterectomy on (B)(6) 2021. The first 2 vcare balloons leaked while manipulating the uterus. The third vcare was inserted and after 1 hour, when removing the vcare, the white grip/handle broke. All components were removed from the patient. Procedure was completed with no impact or injury to patient. Although additional information has been received, no clarification of ¿broke¿ was provided. Please note the issue of balloon leakage was captured in an alternate complaint record and determined to not be reportable. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence for the the issue of "handle broke" .

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification from the facility of reported issues with three vcare medium (34mm) cup, # 60-60-85-201a, lot 202102221, recently experienced by (B)(6) healthcare. Information received only indicated ¿used 3 vcare medium uterine manipulator. Balloon leaked on the first and second manipulator. The third was used for procedure, but the handpiece broke before the end of surgery. All 3 supplies had the same lot # 202102221¿. Additional information received notes the issue occurred during a laparoscopic hysterectomy on (B)(6) 2021. The first 2 vcare balloons leaked while manipulating the uterus. The third vcare was inserted and after 1 hour, when removing the vcare, the white grip/handle broke. All components were removed from the patient. Procedure was completed with no impact or injury to patient. Although additional information has been received, no clarification of ¿broke¿ was provided. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.